Event description:
A dr called to report that the customer tried the pump therapy again. It was stated that the customer was hospitalized due to low bgs. The dr informed that the pump over delivered insulin. According to the dr only basal rate was programmed and the customer was not using bolus. It was informed that the reservoir was filled with 180u and after 8 hours the reservoir only had 160u. The customer indicated that the infusion set was primed before wearing the pump. It was stated that the customer went into convulsions. The customer immediately received treatment in the medical center where they work. The customer stated while they were unconscious and under IV their bgs were going down. The customer took their first reading and it was low.